Event description:
A surgeon report two pts with visual disturbance and blur following intraocular lens (iol) implant surgery. The surgeon also reported noting that the iols had a crease opposite the cylinder axis. In a f/u, the surgical assistant reported the lens was exchanged for the same model and diopter lens. Add'l info has been requested. There are two medical device reports associated with these events. This report is for the first pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been one other similar complaint reported in the lot number. Add'l info was requested on (B)(4) 2011 by phone, fax, and mail. Add'l info was received on (B)(4) 2011 by phone. A completed questionnaire has not been received. (B)(4).